Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. Additionally, it was alleged that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: a review of the black box showed no unexplained power interruptions were found. The battery compartment was cracked alongside of the pump. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact height and width were within specifications. A test cap was used for testing. The pump powered on normally with no alarms. The rewind, load, and prime steps were performs successfully. The pump was exercised for 24 hours with a test cap with no further power issues.